Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of batch records, product release data, stability data, and internal non-conformance records did not identify any issues related to the reported event. No trends or related capas were identified. The investigation noted that the discrepant results may be attributed to samples being near, at, or past the limit of detection (lod) of the assay, which can result in variable nucleic acid testing (nat) outcomes. Other potential contributing factors include the possibility of window period samples or occult blood infections (obi). System contamination could not be completely ruled out but was considered less likely given the consistent maintenance of the analyzer and adherence to the instructions for use (IFU). The device remains in operation at the customer site, and no further actions are planned at this time. E1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter alleged discrepant results between the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 system and the grifols panther system for three blood donor samples. All donations were discarded. The customer workflow involves testing in pools of 6 on the cobas 6800 system and pools of 4 on the grifols panther system. For sample ID (B)(6), initial testing on the cobas 6800 system in a pool of 6 was reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 37.6. Resolution testing on the same cobas 6800 system (twice) and on a different cobas system (once) was non-reactive. On the panther system, the sample was tested five times, yielding three reactive and two non-reactive results. Serology for this sample was non-reactive for hbv. For sample ID (B)(6), initial testing on the panther system in a pool of 4 was reactive. Re-pool testing on the same system was non-reactive. Individual donor testing (idt) on the panther system was performed three times, with two reactive results ((B)(6)2020 and (B)(6)2020) and one non-reactive result ((B)(6)2020). On (B)(6)2020, idt on the cobas 6800 system was reactive for hbv with a CT value of 40.13, showing amplification but not a sigmoidal growth curve. On (B)(6)2020, testing on a different cobas system was non-reactive. Serology for this sample was non-reactive for hbv. For sample ID (B)(6) initial testing on the panther system in a pool of 4 was reactive. Re-pool testing was non-reactive. Idt on the panther system on (B)(6)2020 and (B)(6)2020 was reactive. On the cobas 6800 system, idt on (B)(6)2020 was non-reactive, while testing on (B)(6)2020 was reactive for hbv with a CT value of 36.9, showing a robust and sigmoidal growth curve. Serology for this sample was non-reactive for hbv.